Event description:
It was reported that the customer received a motor error alarm. The customer was then able to rewind the pump and reprime. The customer's blood glucose was 56 mg/dl. The customer stated that he received the motor error alarm during basal. The customer stated there were no significant events leading up to the alarm. The customer was able to complete the rewind sequence. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.